Event description:
It was reported that the patient's stimulator was no longer working as intended. Additionally, patient wakes up in the night, and she has pain that aches in her legs. There have also been issues with charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.